Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report that she started using the insulin pump the previous day and also had a low blood glucose reading of 44 mg/dl. The customer stated that she received an alert that said the bolus timed out. Customer also reported that she would call a diabetic nurse to go over the settings. Nothing was replaced or returned.